Event description:
Customer reported device = 176 mg/dl at 1:19 pm. Customer took insulin but not remember how much. Customer ate lunch and lay down. A t 8 pm, customer was wet with chills, nauseated, and disoriented. Customer had a seizure. Customer's friend gave customer sugar, candy, & popsicles. Customer stated having seizures previously over the last several months and has had to call 911. Customer was in the emergency room (ER) once before for seizures brought on by low blood glucose. No controls were used. Strips were expired when original reported incident occurred. A request was made for return product and replacement product was sent.